Event description:
This spontaneous report was received on (B)(6) 2011, from a (B)(6) female consumer reporting on self from the united states. The consumer did not have any known medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using intra uterine device (iud). After an unspecified duration, on (B)(6) 2011, she started using o.b tampons ultra absorbency, used around twenty, approximately four-five per day, vaginally for menstruation (lot number 2678m1974, expiration date unspecified). On the same day, she had vaginal discharge. After an unspecified duration she consulted her health care professional. After twenty nine days she underwent an internal vaginal examination which revealed that fibers of tampon broke and got stuck to iud which led to vaginal bacterial infection. She was treated with metronidazole. She did not use the device further. The events did not resolve. The action taken with iud was unknown. The report was assessed as non-serious event and the company causality was assessed as possible. No sample was received for evaluation as of (B)(6) 2010. The device history record revealed no issues or nonconformance with the product or process. The retain sample was visually inspected and confirms the presence of fibers stuck in the wrapper and fibers were found sticking out from the dome of the tampon. The data for the three complaint categories has been reviewed and no unusual trend has been identified. Trends will continue to be monitored. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless other additional significant information is received.